Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause could not be determined. A conclusive cause for the reported patient effects of embolism and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A patient was reported through a research article identifying prostar devices that may be related to heavy calcified and diseased arteries, embolization, inflow. Details are listed in the article, titled "percutaneous endovascular repair of infranenal abdominal aortic aneurysms: a feasibility study."